Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Baxter hayward completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. No trend was identified. Per hayward, as no further details have been provided, no further investigation is required at this time. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Baxter medical affairs director received information from a couple of neurosurgical health care facilities in (B)(6) regarding case(s) of carotid embolism with floseal presented at head and neck surgery meetings in (B)(6). Additional information received on 02-dec-2014: the incident(s) occurred in (B)(6).